Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced tubing separation from adaptor. The following information was provided by the initial reporter: on september 22, 2020, when the nurse of general surgery used the intravenous indwelling needle, the catheter tubing fell off and immediately replaced with a new intravenous indwelling needle. During the nurse's operation, the needle guard cap was detached, and the catheter and needle core were bent. Therefore, the clinical nurse replaced a new needle and used it, and the sample was lost

Manufacturer narrative:
The following information has been updated/corrected: d.4. Medical device lot #: 0019806. D.4. Medical device expiration date: 2023-03-10. H.4. Device manufacture date: 2023-03-10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced tubing separation from adaptor. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse of general surgery used the intravenous indwelling needle, the catheter tubing fell off and immediately replaced with a new intravenous indwelling needle. During the nurse's operation, the needle guard cap was detached, and the catheter and needle core were bent. Therefore, the clinical nurse replaced a new needle and used it, and the sample was lost

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0019826. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. CAPA#1278509 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/conditions of shield loose / off and needle bent with lot #0019826 regarding item #383033 h3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 0019826 was provided. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced tubing separation from adaptor. The following information was provided by the initial reporter: on (B) (6) 2020, when the nurse of general surgery used the intravenous indwelling needle, the catheter tubing fell off and immediately replaced with a new intravenous indwelling needle. During the nurse's operation, the needle guard cap was detached, and the catheter and needle core were bent. Therefore, the clinical nurse replaced a new needle and used it, and the sample was lost.